Event description:
It was reported that the electrode was not inside of the needle. Customer noticed the anomaly upon removing the sensor. Customer stated that the sensor needle was hard to remove. The sensor was inserted for two days, but did not work. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used partial enlite sensor and found cannula broken inside sensor base and missing broken part.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.